Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their symptoms have gone back to what they were prior to implant; the event was considered a sudden change in therapy/symptoms. Caller said they are back to self-catheterizing and their urine is dark and odorous. Caller said "there was quite a bit there" when they started self-catheterizing. Patient said the ins "was working great" and it just "automatically stopped". They think the change is because they've recently moved and are more active than normal. The patient didn't have access to their patient programmer (pp) at the time of the call; the batteries were dead so they will call back after acquiring new ones. They added that they have an appointment with their primary care physician (pcp) and will ask for a urologist in the same building. They added that they will call back for a list of healthcare providers (hcp) if that doesn't work out as well. No further patient complications have been reported as a result of this event.